Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experiencing high blood glucose of 458 mg/dl and the infusion set fell off. Current blood glucose was 140 mg/dl. Troubleshooting was performed and it was found the infusion set was bent. Customer is not returning the insulin pump for further analysis.